Event description:
It was reported the customer had fluctuating blood glucose. The customer stated their blood glucose would rise to 300 mg/dl or decline to around 50 mg/dl. The customer also reported having two bent cannulas with their infusion sets. Customer's blood glucose rose to 800 mg/dl due to their bent cannulas. The customer declined to have their call transferred. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.